Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, we presume electrical conduction abnormality by water invasion of scope connector as the cause of the event. However, we could not specify the cause. The scope connector is corroded due to water leakage. Water invaded the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. In addition, the following non-reportable malfunctions were found during the device evaluation: deterioration or breaking due to chemical or physical stress, the scope connector was corroded, the control unit was discolored, the universal cord was crushed, the channel tube was perforated and not waterproof, the bend angle in the up direction did not meet the standard due to wear of the angle wire. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope displayed an e315 error code. The issue was found during preparation for use for prior to an unspecified diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.